Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with fortum injection (1 gram, discontinued, route and frequency not reported), tazobactam injection (1 gram, discontinued, route and frequency was not reported) and ciprofloxacin (ongoing, dose, route and frequency not reported) for peritonitis. Five days after the event onset, the patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.